Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The mitraclip xtr is currently not commercially available in the us; however, it is similar to a device sold in the us. The first implanted mitraclip xtr referenced is filed under a separate medwatch report.

Event description:
This is filed to report a single leaflet device attachment (slda) of the third implanted clip. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. There was no challenging anatomy noted. After successful grasping and deployment, the first clip, ((B)(4)), detached from the anterior leaflet (slda) within 5 minutes and a chordal rupture was noted. A second clip ((B)(4)) was successfully implanted to stabilize the first implanted clip. A third clip ((B)(4)) was implanted; however, after a few minutes, it detached from the anterior leaflet (slda). The patient declined mitral valve replacement surgery and will be treated medically. Post procedure mr was grade 3. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. All available information was investigated and a definitive cause for the reported incomplete coaptation (single leaflet device attachment/slda) in this incident could not be identified. There is no indication of product quality issue with respect to manufacture, design or labeling.